Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: upon visual inspection of the complaint device it can be seen that the implant is cracked/broken, this thus confirming the complaint description. Furthermore, the screw recess is deformed/damaged from hard use. Summary: event description: during surgery with synapse the surgeon connected a 3.5mm cocr-rod with a connector and one of the legs of the connector got bend and nearly broke. We have forwarded the received information to ¿sustaining engineering¿ for their statement. Here their response: the synapse system is not tested and not approved for cocr-rod, based on this we have to classify this complaint as an ¿off label use¿. The cause of complained malfunction is a post-manufacturing caused and/or use related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- upon visual inspection of the complaint device it can be seen that the implant is cracked/broken, this thus confirming the complaint description. Furthermore, the screw recess is deformed/damaged from hard use. Event description: during surgery with synapse the surgeon connected a 3.5mm cocr-rod with a connector and one of the legs of the connector got bend and nearly broke. We have forwarded the received information to ¿sustaining engineering¿ for their statement. Here their response: the synapse system is not tested and not approved for cocr-rod, based on this we have to classify this complaint as an ¿off label use¿. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 498.922, lot number: h392096, date of manufacture: 10/11/2019, place of manufacture: brandywine , part expiration date: n/a, list of nonconformances: one nonconformance nr-0076613. Description of DHR review: review of the device history records found a non-conformance report on vended component of assembly (part# 498.922.2 lot#h382705). Oversized feature ¿ measures above specification. Found at incoming inspection . The non-conforming parts were scrapped at inspection. The conforming parts were moved on to the balance of the manufacturing operations. This non-conformance is not relevant to the complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro codes: kwp, mnh, mni. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during a cervical posterior fusion surgery with synapse, the surgeon connected a 3.5mm cocr-rod with a connector, then one of the legs of the connector bent and nearly broke. A replacement connector was used. No consequence to the patient. Surgery was delayed by approximately 2 minutes. Concomitant device reported: unknown rod (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is for one (1) ti parallel open rod connector 3.5mm/3.5mm. This is report 1 of 1 for (B)(4).